Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for copd; however, when her doctor administered a shot of prednisone, the patient's blood glucose increased to over 600 mg/dl. The customer was advised to suspend her insulin pump throughout her hospital stay but she did not know how. The customer was advised on how to suspend her insulin pump. The customer will be treated via sliding scale manual insulin injections for the next three to four days. No products will be returned or replaced.